Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1j90v, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s device was explanted due to infection. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.